Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that as received, the connector portion of the lead was return in one piece. Visual inspection of the lead found insulation degradation that exposed the outer coil distal to the connector boot. No other anomalies were found.